Event description:
Information was received indicating that this ambulatory infusion pump exhibited a motor error. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd solis ambulatory infusion pump was returned for analysis for a motor due error. The reported issue was verified and repaired. The motor was replaced to resolve the issue. The optic switch, bracket, keypad, and overlay were replaced as part of the repair process. The device was calibrated, and a software was installed. The pump passed all functional and delivery tests.